Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received recurring no delivery alarms despite multiple set and reservoir changes. Customer stated that the insulin pump had been replaced multiple times. Blood glucose level at the time of the incident was not provided. No products were replaced or returned for analysis.